Event description:
The surgeon reported the laser tip broke off in the pt's eye. The surgeon removed it from the eye during the initial surgery. No pt injury was reported.

Manufacturer narrative:
The customer will be sending the sample for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).